Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Quality controls (qc) and backgrounds and precision study were within range. The sample was mixed, and handled according to manufacturing requirements. The customer stated that all maintenance had been performed and the instrument was operating per labeling. The sample in question had rm flags for lym on all four runs performed by the customer. The instrument indicated that the results may be suspected due to interfering substances or the inability to measure the parameter due to an abnormality or incomplete lysis of rbcs. The customer reran the specimen again 20 minutes after collection and followed the lab protocol to confirm the results before release. The cta educated the customer concerning the sample rm flag. No further occurrences of erratic wbc results on patient samples were reported. A non-statistical trend (nst) review was performed and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue. This is the final report.

Event description:
A customer states that a patient specimen processed using a cell-dyn 1800 analyzer generated elevated wbc results on initial and repeat testing. A physician questioned the results. The sample was then repeated yielding lower wbc results that were consistent with a results observed on a smear review and also consistent with the patient's clinical history. No adverse outcomes were reported related to this issue.